Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 500 mg/dl at the time of the incident and was treated with manual injection of insulin. The customer¿s other blood glucose values were 248 mg/dl and around 200 mg/dl. The customer¿s targeted blood glucose values were 90 mg/dl - 150 mg/dl. The high blood glucose event occurred while the insulin pump was on manual mode. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer does not allege that the insulin pump was under delivering. The customer removed that site and noticed that the cannula was bent and was not inserted properly due to manual insertion. The customer did not had the serter. The device will not be returned for analysis.